Event description:
The hcp reported that the patient was implanted with an interstim due to urinary retention with chronic colonization. The patient stated that she had developed mrsa at the device site. She was also concerned that her leads had migrated. The physician confirmed that there was redness, swelling, drainage and pain at the device pocket site. A culture was obtained from the device pocket and the organism was determined to be mrsa. IV antibiotics were administered and the total device system explanted. The physician noted that the infection resolved and there were no problems observed with device or lead displacement.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If the device is returned or further information received, then a follow-up medwatch report will be sent.